Event description:
It was reported that several days post implant, the patient presented to the emergency room with a hematoma present at the device incision site. There was also exudate present. The patient was hospitalized and underwent a lavage of the incision site and a draining of the hematoma. Antibiotics were prescribed. Samples were sent to microbiology and there was no evidence of infection. The patient was released from the hospital after five days and the device remains in use. It was noted that the patient is taking part in the system longevity study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. (B)(4).